Manufacturer narrative:
Upon investigation, damaged power cord was identified. The device was functioning when tested with another power cord. The cause of power cord damage is unknown.

Manufacturer narrative:
Siemens reviewed the information provided by the customer and noted that there were no issues with the power outlet. The instrument and power supply were requested to be returned as well as more information for further investigation. The cause of this event is unknown.

Event description:
Customer reported that the status+ device produced a smoking smell. Visible smoke was observed. There is no report of injury due to this event.